Event description:
It was reported that the patient experienced an "intense pain in the right leg" every morning after she charged the internal neurostimulator (ins). It was further noted that the patient charged her ins every couple of weeks. The patient stated that the intense pain interfered with her physical therapy and daily activities, and sometimes she "could not bear weight on her right leg". The patient also noted that she "felt some clicking or zapping at the battery side." The health care professional performed an impedance check and no issues were reported. It was further noted that the patient is "scared to charge." No patient injury was reported. Patient outcome was not provided.

Manufacturer narrative:
Product ID: neu_recharger_acc, lot#, serial# unknown, product type: recharger. Product ID: 3877-45, lot# 0205363774, implanted: (B)(6) 2011, product type: lead. Product ID: 37081-60, lot#, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3550-29, lot# 0204856674, implanted: (B)(6) 2011, product type: plug and boot. (B)(4).

Event description:
Additional information received reported it was suggested the patient not charge to full capacity which seemed to help. If the patient charged completely pain would begin. It was noted impedances were all within normal range. No surgical intervention had been planned or performed. The patient was coping at present and would let her manufacturer representative know if "things worsened." It had not been confirmed what was causing the zapping or clicking.